Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Additional device information unknown. Reporter name was not provided. Device manufacturer date unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant int411 at tooth site 14 was removed because of an infection. Symptoms as a result of the event: abscess.